Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that the patient was in the hospital when troubleshooting. It was not disclosed the reason for the patient¿s hospitalization. There was no report of any malfunction which could have caused the patient¿s hospitalization. Additional information was solicited.